Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform a series of actions including disconnecting the tubing from various points, tightening locks, and delivering boluses. The alarms recurred after initial attempts, but eventually, the necessary bolus was successfully completed. The customer was advised to replace supplies as necessary and resume insulin.